Event description:
It was reported that during a stent placement procedure in the iliac vein above the groin via ipsilateral approach, the stent allegedly got stuck to the delivery system and took a little to get it off before it fully deployed. There was no reported patient injury.

Manufacturer narrative:
A voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The condition of the returned delivery system confirms an expansion issue. The stent brake of the inner catheter, located below the stent in loaded condition was found with significant imprints, and damages on its surface, which was considered an indication that the stent adhered to the stent brake immediately after deployment. A detailed description of the expansion behavior of the stent over time to complete expansion is not possible based on investigation of the returned device. Based on the information available the investigation is closed with confirmed result for stent expansion issue. A definite root cause for the reported event could not be determined based upon the available information.. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential worst case complications and adverse events potentially related to expansion issue such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. (Expiry date: 08/2024).